Event description:
It was reported that the technician detected an air leak during preparation of the balloon catheter. The device was replaced with a similar device to continue with the procedure. There was no patient contact with the subject device.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. During analysis of the balloon catheter, visual, microscopic and tactile examination did not reveal any damages or irregularities. The device did not present any material or manufacturing deficiencies that could have contributed to the reported end user experience. Boston scientific has reviewed all information and determined this event no longer meets the equivalent of a reportable event.

Event description:
It was reported that the technician detected an air leak during preparation of the balloon catheter. The device was replaced with a similar device to continue with the procedure. There was no patient contact with the subject device.